Event description:
Info received indicates the right head siderail has been bent and ripped off bed. The account did not know how this happened and the bed was left in the bed shop with the siderail on top of the bed.

Manufacturer narrative:
The tech replaced the siderail assembly to repair the bed.